Event description:
Hole in silicone catheter, right where it connects to port. They assume that it was not sealed properly.

Manufacturer narrative:
The cause of the hole and clamp marks on the anti-kink sleeve near the device titanium locking sleeve may have been introduced by a surgical instrument consistent with a forcep or hemostat. A review of the device history record showed no manufacturing variances related to this event. Cause of this event may have been user error.